Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion.during percutaneous coronary interventionit was noted that catheter was fractured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A kink in the telescope male tubing was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention it was noted that catheter was fractured. The procedure was completed with another of same device. No patient complications were reported.